Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a discordant negative vitros hbsag result was obtained from a donor sample obtained from a blood bank when tested using vitros hbsag reagent lot 3560 on a vitros 5600 integrated system. The result was considered discordant when compared to a non-vitros nucleic acid amplification test (naat) result and a repeat vitros result obtained from the same donor sample. Sample 1 results of 0.32 s/c (negative) versus the expected naat reactive result of 1.47 s/c (positive) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The false negative vitros hbsag result was obtained from a blood bank donor sample and not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a discordant negative vitros hbsag result was obtained from a donor sample obtained from a blood bank when tested using vitros hbsag reagent lot 3560 on a vitros 5600 integrated system. The result was considered discordant when compared to a non-vitros nucleic acid amplification test (naat) result and a repeat vitros result obtained from the same donor sample. A definitive assignable cause of the event could not be determined. Historical qc fluid performance indicates a vitros hbsag lot 3560 performance issue is not a likely contributor to the event. No precision testing was performed on the vitros 5600 integrated system at the time of the event and therefore, an instrument related issue cannot be ruled out as a contributor of the events. Pre-analytical sample processing could not be ruled out as a contributing factor, as it is unknown if the customer was following the sample collection device manufacture's recommendation for sample centrifugation, consequently, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample. The large bias between the initial vitros result obtained on (B)(6) 2024 (0.32) and the naat result obtained on (B)(6) 2024 (1.47) and the repeat vitros result obtained on (B)(6) 2024 (1.77) indicates the possibility of a pre-analytical sample mix-up. However, this could not be confirmed.